Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 415 mg/dl which was treated with bolus. The customer was on insulin pump system within 48 hours of the event. The customer did not experience symptoms related to high blood glucose. Customer was using the auto mode feature at the time of the incident. The customer reported they had difference in sensor glucose and blood glucose readings. Customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.